Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and no delivery during prime. Blood glucose value is unknown. It was stated that the device was not dropped or exposed to a magnetic field and the drive support cap was recessed. The customer changed the infusion set and reservoir and was able to rewind and prime. The insulin pump passed the self-test and displacement test. The device will not be returned for analysis.